Event description:
It was reported that the incapability of sheath being inserted over guide wire has occurred frequently in the process of puncture during recent uses at facility. The customer revealed that this was due to the metallic bulge at the distal end of the guide wire. Additionally, greater resistance was encountered during removal of the introducer needle. On 10/20/2023 it was reported this occurred with two devices. One sample was returned for evaluation. The guidewire of the returned sample exhibited a protrusion in the proximal section. This reported addresses the first event and the returned sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to pass the guidewire through the microintroducer is confirmed but the exact cause remains unknown. One guidewire w/hoop and one 4.5 fr microez were returned for evaluation. The proximal end of the guidewire was observed to be cut and also returned. A protrusion in the proximal section of the guidewire was noted. A microscopic observation revealed the most proximal coils of the guidewire was bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. H3 other text : evaluation findings are in section h.11.